Manufacturer narrative:
During troubleshooting with the technical assistance center (tac), the customer reported that the scope did not work in other rooms either. The customer also reported that the scope was sent out to a third party repair and came back with the same issue. The customer was advised to wipe the scope contacts with 70% isopropyl alcohol and if that did not resolve the issue, to send the scope to olympus for repair. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an e315 non-compatible scope error code was received when using the bronchovideoscope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction error e315: we presumed that water/moisture invaded the device and image sensor unit/circuit board inside connector was broken by the water, leading to the suggested event. The investigation also found error message b30 occurred after aeration. It is possible that image sensor unit had abnormality due to inappropriate repair by third-party agency, resulted in the suggested event. Also, from the investigation result, we presumed that water/moisture invaded the device and electronic components such as image sensor unit/circuit board inside connector had abnormality by the water, leading to the suggested event. Olympus will continue to monitor field performance for this device.